Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of frozen screen and bolus stopped alarm from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that the pump was frozen and the bolus was given half the amount she entered. The customer mentioned low reservoir in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or frozen screen noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, several bolus deliveries were programed and delivered also. All bolus deliveries were delivered properly and were recorded in the daily total history files. No bolus stopped alarm anomaly or low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.